Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified anastomosis vessel. A 6.0x40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.